Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.5/3.5/137 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The patient experienced low vault with rotation. On (B)(6) 2022 the lens was exchanged with a same model/length lens but implanted horizontally instead of vertical as the initial implant. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).